Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the lid latch was missing from the device. The lid latch allows the device lid to open which powers the device on. The device when tested, could not power on and could not have been used to provide defibrillation therapy.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would no longer power on. The customer also stated that the lid latch was also missing, which allows the device lid to stay closed and is also activated to open the lid when the on/off button is pressed. There was no patient use associated with the reported device issue.